Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the oxygen sensor. The unit passed all testing and operates within manufacturing specifications.

Event description:
It was reported that the ventilator generated a device alert during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.